Event description:
A (B)(6) pt underwent nanoknife ire treatment for renal cancer on (B)(6) 2009. Post treatment, the pt experienced an adverse event. The pt developed bigeminy (abnormal heart rate) for several hours post treatment. The pt recovered completely within 24 hours. It was noted by the clinician that the pt experienced a similar episode after a thoracotomy in the past.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the arrhythmia could not be determined. Arrhythmia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).